Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Correction: it was determined the ipg is fully functional. The patient had an old system that had depleted. It is believed the patient and the rep were attempting to communicate with the depleted device, not the drg device. A supplemental report is needed to reflect change in reportability.